Event description:
Reportedly, before using the device for surgery, the ratchet did not work. Part of the device disengaged from the tip of the instrument and fell into pt tissue. The piece was retrieved and another sealer was used for the procedure. Procedure: not reported.